Manufacturer narrative:
The impella cp was not returned for evaluation, and the console data logs are irrelevant to this case. A review of the clinical case was done. An impella cp pump was implanted to support a (B)(6) male patient who had suffered an acute myocardial infarction. The impella insertion went well however bleeding occurred and a hematoma formed at the insertion site. The physician confirmed that they had pulled the peal-away sheath out of the patient before pealing it away. Vascular surgery was consulted and the patient was moved to the operating room (or) to stop the bleeding. The patient was stable in the or and was found to have a small tear in the artery above the arteriotomy. The pump then was explanted and the access site was closed without further incident. The impella cp was discarded upon explant. The root cause of the arterial tear is unable to be determined because the product could not be evaluated. If additional information is obtained a supplemental report will be submitted. A review of the device and lot histories did not reveal any nonconformities. (B)(4).

Event description:
An impella cp was implanted into a (B)(6) caucasian male for support during a revascularization procedure, following an acute myocardial infarction (ami). The patient's act was reported to be 371 when the test was performed in the cardiac catheterization lab (ccl). The proper position of the pump was verified using fluoroscopy, however the patient was bradycardic with a heart rate of approximately 45-50 bpm. The pump was inserted after the coronary arteries were assessed, with the proximal left anterior descending (lad) noted to be occluded. The clinical staff reported the insertion of the impella cp went well, however the patient experienced bleeding from the insertion site. The clinical staff held pressure on the insertion site to control the bleeding from the time the peel-away introducer was removed, until the repositioning sheath was inserted. A large hematoma also formed at the insertion site. In response to the hematoma a balloon was used over the iliac bifurcation to tamponade the insertion site. One drug eluding stent (des) was placed and the protected coronary intervention (pci) was performed successfully. Bleeding around the sheath continued and the patient was taken to surgery to assess the source. A small tear was found in the artery above the arteriotomy and the patient was weaned from impella support. The insertion site was surgically closed. The impella cp provided support to the patient for approximately two hours. There was no indication of any further adverse effect to the patient following the surgical removal of the device.